Event description:
Reportedly, the surgeon clamped down the instrument on the tissue, fired it, and the jaws of the instrument did not open. Another instrument was required to cut around the tissue to release the initial instrument and complete the case. Procedure: lgb.